Event description:
It was reported that the patient had been given a combined spinal and epidural anesthesia for the transurethral ureteroscopy laser lithotripsy and lithotomy procedure. During preparation for the procedure, it was found that the console could not be used with higher power. The console was then immediately changed to low power. The procedure was completed using this console. There were no patient complications.

Event description:
It was reported that the patient had been given a combined spinal and epidural anesthesia for the transurethral ureteroscopy laser lithotripsy and lithotomy procedure. During preparation for the procedure, it was found that the console could not be used with higher power. The console was then immediately changed to low power. The procedure was completed using this console. There were no patient complications.